Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is considered off label insulin. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.